Event description:
Reporter indicated a pt had increased seizures prior to vns generator replacement, but that the pt was not a reliable historian regarding the seizure level. The reporter also stated the pt was not feeling stimulation prior to the generator replacement, but felt it after the surgery. A battery estimate performed demonstrated the generator was very likely at end of service. The explanted generator was discarded by the hospital.